Event description:
N/a.

Manufacturer narrative:
Communication was received indicating that there were no anomalies or malfunction noted on the iabp unit, which was connected to the reported iab catheter. The information regarding the concomitant iabp unit wasn¿t provided from the facility. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that while using an unspecified datascope intra-aortic balloon pump (iabp) console along with a trans-ray plus40cc intra-aortic balloon on a patient, the customer was able to use the iabp console in the hospital without any problems, but when they transported the patient to another hospital for heart operation and reconnected it, the fiber optic sensor became unusable. No alarm was generated from the iabp console. It was reported that there were no events that caused disconnection during transportation. The customer reconnected the a-line from the radial and therapy was successfully continued. There was no patient harm or adverse event reported.